Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that automated impella controller screen was missing two trends (cardiac output and native cardiac output) during a procedure. However, they were able to successfully use the console with no harm to the patient.